Event description:
Unit was being transported between locations. No pt was in unit at the time of event. An approximately 20 pound monitor was on the shelf. The shelf bracket became detached from the warmer unit and fell to the floor. No injuries reported.